Event description:
Procedure type: sigmoid resection. Patient: according to the reporter, intra-operatively the anastomosis leaked when tested with pressurized air and irrigated over the anastomosis. The leak was then repaired with suture. Reportedly, there was a stool leak post-operatively at the staple line, and the pt was re-operated in 2009. Tissue was transected and a stoma was created. It was reported that the colostomy may be permanent. Currently, the pt has been discharged to home.